Manufacturer narrative:
(B)(4).

Event description:
About six months prior to the date of this report, it was reported the trial patient normally felt stimulation and that she ¿had times where she did not feel it so much¿ and that upon adjustment it could be ¿painful.¿ it was noted that when painful stimulation was experienced, the patient was ¿able to make adjustments to alleviate the situation.¿ it was additionally reported that the night prior to report the patient¿s ¿trialer came unplugged.¿ it was stated the patient plugged it back in ¿at about 8 volts¿ and was ¿electrocuted.¿ it was further stated the patient experienced a ¿shocking or jolting sensation.¿ it was later stated the patient went from a trial to a long term implant. The patient saw their healthcare professional and their device was working well.